Event description:
While attempting to defibrillate a victim in cardiac arrest with a combination AED/manual defibrillator, the pt was analyzed and found to be in a shockable rythym. The technician attached pads to pt as prescribed however, the cables were attached to the manual paddles and subsequently moved to the hands free pads before pt was analyzed and delivered two series of 3 shocks at 30 joules. The technician noticed that the joules delivered were less than regionally approved for a pt in cardiac arrest. The technician notified the administrative supervisors of the ambulance corp. In which they responded as a representative. The agency notified the AED/manual defibrillator manufacturer of the event and the adverse joules selection initiated by the AED while in the semi-automatic mode. The manufacturer representative tested AED onsite and found that the unit was operating in the testing mode unk to the use/technician until the event was downloaded. The machine defaulted to test mode with no indication to AED user during event.